Event description:
Customer reported that his insulin pump would give him false alarms. The customer also stated his readings would be 100 points off. He also stated his insulin pump had gone into threshold suspend. Customer also reported his sensors were bent or hooked. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-24753.